Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized (B)(6) 2014 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization was in the 700mg/dl range. The customer was wearing the insulin pump at the time of hospitalization. Customer requested that their insulin pump be replaced. No additional information was provided.